Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with a dialysis repair kit. The customer states that the venous connector line of the device was defective, the tip was broken and a circuit leakage was noticed. The device was pulled and replaced.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.